Event description:
Related manufacturer reference number:2017865-2025-00048. It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's atrial and right ventricular (rv) lead exhibited noise oversensing. Noise reversion and high ventricular rate (hvr) episodes were also noted. No intervention was done. The patient status was unknown.